Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: patient had a stroke following implantation of the stents. Device issue: none. It was reported via a trial that after implant of a 3.5 x 18 mm xience v stent, a 2.5 x 18 mm xience v stent, and a 2.5 x 23 mm xience v stent, the patient noticed weakness in their left leg. A CT scan was performed and it was noted that the patient experienced a periprocedural thromboembolic stroke. The patient was given physiotherapy and was transferred back to the hospital for rehabilitation. The relationship to the device is unknown. No additional event or patient information is available.

Manufacturer narrative:
The two additional xience v stents are being filed under the same manufacturer number. Results and conclusion summation - product performance engineering reviewed the incident information. Stroke, as listed in the xience instructions for use (IFU), is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, the hospitalization is a secondary effect of the stroke. However, a conclusive root cause for the reported patient effect, and the relationship to the devices, if any, cannot be determined.